Event description:
It was noted that the patient¿s lead was revised in (B)(6) 2012 because the ¿lead was off by a few millimeters.¿ it was noted that the patient¿s left arm was shaking constantly.

Manufacturer narrative:
Product ID: 3389s-40, lot# v603774, implanted: (B)(6) 2011, product type: lead. Product ID: 3389s-40, lot# v825993, implanted: (B)(6) 2012, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v603774, implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).